Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a skin breakdown . There was no alleged device malfunction contributing to the irritation the patient¿s physician prescribed a cream for the skin irritation. Patient reported that the irritation is getting better.